Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service technician observed visible foam particles inside the assembly with deteriorated foam. Additionally, it was found that the device had dust/dirt contamination, damaged power connector, and displayed error code e-53: err_comp_log_sem_timeout. Attributes were verified and are completed correctly. The device was scrapped as per customer request.